Event description:
I was (B)(6) years of age when I had the essure placed in me. It is a form of permanent birth control, and I had really bad side effects from it. No sex drive, painful sex. Prolonged periods unnatural bleeding. Depression "figative" I lost my life for those years the essure was placed in me and I am still not fully back to my normal self.